Manufacturer narrative:
(B)(4). The root cause was not determined. The alleged overinfusion condition was not confirmed. Upon receipt, the unit was visually examined for signs of abnormality that could have contributed to the reported condition; however, none were found. Per standard procedure, an accuracy flow test was subsequently performed on the unit for 43.5 hours. At the end of the flow test period, the unit produced the following flow rate (ml/hr): calculated = 5.08, normalized = 5.20. The flow rate was found to be within the specification range (4.50 - 5.50 ml/hr) of the product. A batch review has been conducted which revealed product met all of the specifications for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been reported to be available. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.

Event description:
On (B)(6) 2011 the customer contacted baxter to report an incident of overinfusion with an infusor; the infusor infused eight (8) hours faster than scheduled. The problem was noted after use. The patient was investigated for pericarditis, was not admitted and discharged home. There was no patient injury. Sample is available for evaluation. On (B)(6) 2011 the following additional information was received from the customer: the customer indicated the patient's physician stated it is possible that the rapid 5 fluorouracil (fu) infusion caused the pericarditis, but cannot say for sure. The patient was reassessed and no harm was sustained after he was treated rapidly with aspirin. The patient's 5fu was held indefinitely after this event. No further information is available at this time.